Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 (lot), d4 (expiration date) d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following mechanism led to the malfunction: during output activation in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported the front-actuated grip's tissue pad peeled off. The issue occurred during a therapeutic laparoscopic appendectomy, which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.